Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was broken during intraoperative knotting, affecting the hemostatic effect of suture ligation, delaying the rescue time, and replacing a new suture. There were no adverse patient consequences reported. No additional information could be provided.